Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the atrial setscrew only made one click from tightening the torque wrench. When further tightening was attempted, it was determined that the screw head appeared stripped. The screw was unable to be removed. As the lead appeared to be well seated and the lead tests found to be within normal parameters, the decision was made to leave the system intact. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.